Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the lead exhibited high thresholds while attempting to pace in the region of the bundle of his. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.